Manufacturer narrative:
The graft was not returned, therefore an actual evaluation of the device was not able to be performed. The device history records and sterilization documentation of the graft lot was reviewed and found to be within specifications. Clinical evaluation: any surgery that causes a break in the skin can lead to a postoperative infection. Doctors call these infections surgical site infections (ssis) because they occur on the part of the body where the surgery took place. Microorganisms can infect a surgical wound through various forms of contact, such as from the touch of a contaminated caregiver or surgical instrument, through microorganisms in the air, or through microorganisms that are already on or in your body and then spread into the wound. Any ssi may cause redness, delayed healing, fever, pain, tenderness, warmth, or swelling. A foreign body reaction may also cause inflammation and pain. Other risks for ssis include a compromised patient, elderly and/or overweight patients, weakened immune systems and diabetes. Most ssis can be treated successfully with antibiotic medications. Sometimes additional surgery or procedures may be required to treat the source of the infection.

Manufacturer narrative:
We are awaiting additional details regarding the incident and will submit the follow-up report once the evaluation is completed.

Event description:
Report stated that a flixene graft was implanted and the patient complained of arm pain a few days after implantation. Physician decided to remove the graft and he noticed it was infected.